Event description:
It was reported that during an unknown procedure, the tip broke off of the device. The tip was located and discarded. There were no patient consequences reported and the device will not be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Only month and year known, assumed (B)(6) that complaint was reported